Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was unhappy with vision. The lens was explanted in a secondary procedure. The clinical reason for the explant was blurry vision. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).